Event description:
It was reported by service report that the bed had no monitor functions and the fowler will not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler set screw out of adjustment. Set screw readjusted.